Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-15477 and 1627487-2022-03837. It was reported that one of the patients lead had migrated and the other had fractured. It had also been reported that the patient was unable to connect to the generator. Surgical intervention was undertaken on (B)(6) 2022 during which the existing lead was revised, the fractured lead was explanted and replaced, and the ipg was explanted and replaced.